Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("increased menses"), headache ("headache"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("dyspareunia"), vaginal discharge (" vaginal discharge") and pain ("pain in her right side"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. The reporter considered abdominal pain, dyspareunia, fatigue, headache, menorrhagia, pain, vaginal discharge and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: satisfactory placement; full occlusion of tubes incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and autoimmune arthritis ('type of autoimmune diagnosed: arthritis') in an adult female patient who had essure (batch no. 827923) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder, rheumatoid arthritis, vitamin b12 deficiency, intra-uterine contraceptive device insertion, polycystic ovarian syndrome, cervical dysplasia, cyst ovary and vaginal bleeding. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("increased menses"), headache ("headache"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), pelvic pain ("pain in her right side"), dysmenorrhoea ("dysmenorrhea (cramping)"), autoimmune arthritis (seriousness criterion medically significant), psychological trauma ("psych injury? Yes"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), nausea ("nausea") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"), hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy,salping. (Bilateral)(interpreted as salpingectomy), oophorectomy(bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, headache, fatigue, weight fluctuation, vaginal discharge, autoimmune arthritis, psychological trauma, weight increased, gastrointestinal disorder, alopecia, hormone level abnormal, nausea, visual impairment and weight decreased outcome was unknown and the menorrhagia, dyspareunia, pelvic pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, autoimmune arthritis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, nausea, pelvic pain, psychological trauma, vaginal discharge, visual impairment, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: she received treatment for pain,bleeding,autoimmune disorder,psychiatric injury,bladder/urinary problems,other injury. Medical leave related to essure: yes discrepancy in essure confirmation test earlier it was reportedthrough hsg as bilateral occlusion now as per ppf it was reported as unilateral occlusion. Trailing coils right 0 (coil completely within tube), left unable to be placed failed essure sterilization with current paragard iud in place diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: satisfactory placement; full occlusion of tubes. Imaging procedure - on (B)(6) 2012: left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2020: mr received: reporter added, lot number , medical history and rcc added.fu 4 and 5 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and autoimmune arthritis ('type of autoimmune diagnosed: arthritis') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("increased menses"), headache ("headache"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), pelvic pain ("pain in her right side"), dysmenorrhoea ("dysmenorrhea (cramping)"), autoimmune arthritis (seriousness criterion medically significant), psychological trauma ("psych injury? Yes"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), nausea ("nausea") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"), hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy,salping. (Bilateral)(interpreted as salpingectomy), oophorectomy(bilateral)). Essure was removed on (B)(6)2014. At the time of the report, the abdominal pain, headache, fatigue, weight fluctuation, vaginal discharge, autoimmune arthritis, psychological trauma, weight increased, gastrointestinal disorder, alopecia, hormone level abnormal, nausea, visual impairment and weight decreased outcome was unknown and the menorrhagia, dyspareunia, pelvic pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, autoimmune arthritis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, nausea, pelvic pain, psychological trauma, vaginal discharge, visual impairment, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: she received treatment for pain,bleeding,autoimmune disorder,psychiatric injury,bladder/urinary problems,other injury. Medical leave related to essure: yes. Discrepancy in essure confirmation test earlier it was reported through hsg as bilateral occlusion now as per ppf it was reported as unilateral occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: results: satisfactory placement; full occlusion of tubes. Imaging procedure - on (B)(6)2012: left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received:event dysmenorrhea, arthritis, psychological trauma, bladder problems, urinary problem, weight gain, gi conditions, hair loss, hormonal changes, nausea, vision problems, weight loss were added. Patient date of birth added. Outcome of event pain,bleeding added as recovered. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("increased menses"), headache ("headache"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge") and pelvic pain ("pain in her right side"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, menorrhagia, headache, fatigue, weight fluctuation, dyspareunia, vaginal discharge and pelvic pain outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, headache, menorrhagia, pelvic pain, vaginal discharge and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: satisfactory placement; full occlusion of tubes . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.